Event description:
It was reported that patient underwent m2a hip procedure on (B)(6), 2006. Subsequently, patient was revised on (B)(6), 2008, due to loosening and pain. The acetabular cup, taper adapter, and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00408 / 00410). The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.